Event description:
It was reported that a lens was implanted and removed because it wasn't sitting right in the patient's eye. A second lens was used but would not advance in the patient's eye. Therefore, a third lens of a different model was implanted. A vitrectomy was performed. Additional info was requested but no new info has been received. This report refers to inserter 1 of 2. Ref MDR#: 1313525-2015-01538 for inserter 2 of 2; ref MDR#: 1313525-2015-01536 for lens 1 of 2; ref MDR#: 1313525-2015-01535 for lens 2 of 2.

Manufacturer narrative:
The inserter was not returned for evaluation. The lot number was not received; therefore, a lot history review could not be performed. Based on the information received, a definitive root cause could not be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.